Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit passed displacement test, rewind test, prime, seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Unit received power error detected alarm in formatted history and power management graph, problem isolated to electronic assemblies as per global logic analysis. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a power error detected alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they notification light stopped flashing immediately after removing battery. No harm requiring medical intervention was reported. The device will be returned for analysis.